Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart xl would not power on via battery power. The device powered on without a problem on ac power. There was no patient impact.